Event description:
It was reported by the customer that a pyxis medstation es system hardware failed, and the screen went black, delaying patient care. The required medication was dextrose to administer for a low blood sugar level patient and the estimated delay was about 20 minutes. Customer added that the medication was retrieved from pharmacy and that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding. The customer resolved the issue by rebooting the device and no further issues were reported since then. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-may-2022 to 27- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding. The customer resolved the issue, and the field service engineer rebooted the device, and no further issues were reported. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system hardware failed, and the screen went black, delaying patient care. The required medication was dextrose to administer for a low blood sugar level patient and the estimated delay was about 20 minutes. Customer added that the medication was retrieved from pharmacy and that there was no patient harm. There were no adverse events or injuries reported based on this incident.